Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a temporal association between the optiflux 160nre dialyzer and the reported blood loss and hypotension exists. Although the blood loss was minor (estimated blood loss 100cc), the patient was unable to complete treatment due to hypotension resulting in the need for 900cc of normal saline to be administered. The patient did not respond to the installation of intravascular fluid and was subsequently sent to the hospital for evaluation. The probability of the ¿cracked¿ optiflux 160nre dialyzer contributing to need for intravascular volume and hospitalization exists, however, per the nurse¿s statement, the hospitalization was completely unrelated to blood loss from the cracked dialyzer.

Event description:
A user facility nurse reported that a cracked dialyzer caused blood to leak onto the floor in the middle of a patient¿s hemodialysis (hd) treatment. The crack was located on the top end of the dialyzer. There was no machine alarm as the leak was external. The patient¿s estimated blood loss (ebl) was noted as being approximately 100ml. The patient¿s blood flow rate was 400ml/min and the dialysate flow rate was 600ml/min. The patient was unable to complete treatment due to the patient¿s hypotension. The patient was administered 900cc saline bolus, but this did not resolve the hypotension and the patient was subsequently sent to the hospital for evaluation. The patient was admitted to the hospital overnight and returned to the facility for the patient¿s next scheduled treatment. The nurse reported that the hospitalization was unrelated to the blood loss event, however, the details of the hospitalization was not provided. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices noted on the lot which were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is unconfirmed.